Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen had missing/ stuck pixels and the screen appeared " jumbled up". Additionally, the touch screen colors "were off" and images appeared in the wrong place. Customer is unable to navigate the touch screen due to the damage. Customer's blood glucose was 100 mg/dl. Reportedly, customer did not have a form of backup therapy and declined follow up from tandem technical support.